Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager kept failing after being recovered. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager on station er4 was failing after recovery. The field service engineer found that oxidation on the micro switches was a contributing factor to this issue. The issue was then tested in the application, and the med-station was shut down. The latch was uninstalled, and oxidation was cleaned from the micro switches. The system was successfully tested multiple times, confirming the resolution. The system functioned as intended after the field service engineer repaired the device.